Event description:
It was reported by service report that the side rails had no power, the footboard controls had intermittent functionality, and the motion interrupt pan was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: motion interrupt pan. Loose connection at footboard. Damaged side rail cable.